Manufacturer narrative:
Comments: the manufacturing hardware was repaired and verified to meet operational specifications. The device is now operational and in clinical use. This investigation is ongoing. Additional info will be provided once the results of the investigation are available.

Event description:
The customer reported radiation occurred before the leaves of the multi-leaf collimator achieved the prescribed position. Multiple segment beams have been affected.